Event description:
Adverse incident problem with charger, caused shock to patient.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Manufacturer narrative:
The reported complaint is deemed inconclusive, upon evaluation of the device. The complaint stated ¿problem with the charged that caused shock to the patient¿. As part of the reported incident there is no report of burn, harm and/or injury to the patient. There is no clearly specified if the device was powered on or not at the time of the shock. An evaluation was conducted to the pump, as per "renasys go performance and safety check¿ (rq-05 [um01071], most current revision). A visual inspection was conducted and no anomalies were noted. The pump was tested per the normal test procedure for alarm functions and is working within specifications. A root cause for the reported issue is deemed undetermined. A possible explanation to the reported issues is an electrostatic discharge or esd event. Esd can be caused by a buildup of static electricity by tribocharging, or by electrostatic induction. The customer and/or the user of the renasys go should ensure that the device it is used on wood floors, concrete or ceramic tile. If floor it is covered with synthetic material, the relative humidity should be at least 30%. Look carefully for possible hazards such as moist floors, ungrounded power extension cables, frayed power cords, and missing safety grounds. Use only the ac power cord provided with the device to prevent the potential for electrical shock hazard. To avoid the risk of electric shock, this equipment must only be connected to a supply main with protective earth. No corrective action is needed at this time; the pump is working within specifications.

Event description:
Adverse incident problem with charger, caused shock to patient.